Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012, 10/28/2013, 10/23/2014, and 10/23/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain and cancer are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was pain and cancer.

Event description:
Patient reported "moderate" pain in the right side breast. Additionally, patient reported being diagnosed with "cervical/vulvar cancer." Imaging reports indicated "right axillary tail lymph node". Device has been explanted.

Event description:
Patient reported "moderate" pain in the right side breast. Additionally, patient reported being diagnosed with "cervical/vulvar cancer." Imaging reports indicated "right axillary tail lymph node". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of pain, cancer, lymphadenopathy was received on oct 06, 2021 with lot number 1713546. Visual analysis of the returned device identified; fold creases, deformation, weight within specification. After autoclave cycle was identified: bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.